Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect examination of the product involved may provide clarification as to the cause for the reported failure. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: in the case of two syringes, it happened to the user that liquid leaked from the side of the syringe during administration. The first incident happened last week, the syringe was disposed of, the second incident happened today, this syringe will be sent to us by mail.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: in the case of two syringes, it happened to the user that liquid leaked from the side of the syringe during administration. The first incident happened last week, the syringe was disposed of, the second incident happened today, this syringe will be sent to us by mail.